Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12j30078, h13a24011 and h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that while being hospitalized for an unrelated event the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient was treated with unspecified medication (dose, frequency and route not reported). At a later date, the pd therapy was discontinued. As a result, the patient was switched to hemodialysis while being in the hospital. During the same month, the patient experienced bowel obstruction due to having peritonitis. At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis and bowel obstruction event. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.